Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on(B)(6) 20010, the patient was admitted to hospital with symptomatic neuromuscular scoliosis. On (B)(6) 2010, the patient presented with symptomatic neuromuscular scoliosis and underwent a posterior spinal fusion with instrumentation t2 to the iliac wings with l5-s1 tlif. Per the operative report the interlaminar spaces were packed bilaterally with resorbable ceramic granules combined with bone rhbmp-2/acs. There was significant blood loss, estimated to be 2200 ml with 1500 returned by cell saver. Intraoperative ssep and emgs were utilized. Intraoperative imaging showed good positioning and alignment of instrumentation. Post operatively the patient presented hypotension related to blood loss and may have been hypovolemic; anemia due to blood loss; and bradycardia possibly contributing to the hypotension. The patient underwent post op chest x-rays which showed posterior spinal fusion hardware extending from the upper thoracic region into the lumbar region and skin staples from the recent spine surgery. Fusion hardware was seen in the lower cervical region, unchanged. Aortic atherosclerosis was noted. Stable cardiac size and pulmonary vascularity. There was opacity in the lung bases with blunting of the left costophrenic angle which may have represented pleural reaction or pleural effusion and areas of mild atelectasis or infiltrate slightly increased on the left. The lung fields were otherwise not significantly changed in appearance. The patient also reported headaches and visual disturbance. Between (B)(6) 2010 and (B)(6) 2011 the patient underwent labs which at various time showed low creatinine, potassium, chloride, rbc, hgb, hct and high rdw; abnormal leukocyte and urobilinogen. On (B)(6) 2010, the patient underwent pelvic x-ray s which showed some degenerative changes in the hips and at the lumbosacral junction. Thoracolumbar spine x-rays showed right rotoscoliosisxxxx. On (B)(6) 2010, the patient presented with hypotension and bradycardia and received a transfusion. On (B)(6) 2010, the patient's sinus bradycardia was resolved. On (B)(6) 2010 ,the patient underwent a chest x-ray which showed that the lungs were less inflated and an atherosclerosis aorta. Another chest x-ray was conducted later that day which still showed under deflated lungs with compression atelectasis at both sides. There was increased interstitial lung markings related to under inflation. On (B)(6) 2010, the patient reported headache and visual disturbance and underwent a head CT which demonstrated cerebral atrophy and white matter small vessel ischemic changes. On (B)(6) 2010, the patient underwent chest x-rays which showed fusion hardware in place in the thoracic spine with basilar atelectasis and tiny left effusion. The remaining lungs were well aerated. The patient reported chest pressure, headache and visual disturbances. The patient also reported that when eating they felt food was getting stuck. Eating symptoms were thought to be related to dysphagia related to md. On (B)(6) 2010, the patient presented with low grade fever and loose stools. No complaints of dysphagia with smaller meals. Checking for c. Diff. On (B)(6) 2010, the patient presented with loose stools, low grade fever; systolic murmur grade iii/vi; ctab in anterior lung fields; and improving mobility. On (B)(6) 2010, the patient presented with grade iii/IV murmur, fever, and improved loose stools. On (B)(6) 2014, the patient presented with resolved and improving loose stools. On (B)(6) 2010 ,the patient presented with lateral thigh pain - possible post op nerve irritation. The patient underwent labs which showed no infection. Thea patient was supplemented with acidophilus. On (B)(6) 2010, the patient presented with loose stools. Lab had been undertaken which were negative for c diff negative. On (B)(6) 2013, the patient presented with left groin pain and anxiety. On (B)(6) 2010, the patient was discharged from hospital. On discharge the patient was having bowel movement with incontinence. There was minimal progress with occupational therapy and as a result the patient was transferred to a nursing facility. On (B)(6) 2010, the patient underwent thoracolumbar spine x-rays which showed posterior fusion hardware in place with pedicle screws appearing to extend into the vertebral bodies with no mal-placement identified. No subluxation or bone destruction noted. Aortic atherosclerosis was noted. On (B)(6) 2010, the patient underwent an EKG and rhythm strip. The patient also underwent various labs. On (B)(6) 2010 ,the patient presented with recent dysuria. On (B)(6) 2010, the patient presented with occasional hip pain. The patient underwent cervical spine x-rays which demonstrated posterior fusion changes in the cervical spine with pedicle screws and bridging metal rods. There were pedicle screws extending from t4 to s1 with bridging metal rods. The fusion changes in the thoracic and lumbar spine are new since (B)(6) 2010. The margins of the vertebral bodies are difficult to see due to the hardware. However, no significant scoliosis was demonstrated. On (B)(6) 2010, the patient presented with back pain. On (B)(6) 2010, the patient presented with restless legs. On (B)(6) 2010, the patient presented with a urinary tract infection. On (B)(6) 2010 ,the patient presented with a urinary tract infection. On (B)(6) 2010, the patient presented with conjunctivitis of the left eye, low back pain, numb feeling up and down spine, and complained they could not raise their arm to face when in sitting position (new). Per the encounter notes the patient had had several uti's in the past month. On (B)(6) 2010, per the encounter notes the patient was to wean off of brace use and physical therapy was discontinued. Cervical spine x-rays again noted are the posterior fusion changes from t4 into both sides of the sacrum. There were posterior fusion changes in the cervical spine. The fusion hardware appeared intact and there was no change noted from (B)(6) 2010 x-rays. No measurable scoliosis or kyphosis was demonstrated. There was marked osteopenia. On (B)(6) 2011, the patient presented with a decreased ability to use hands. The patient underwent a spinal MRI which demonstrated mild multilevel neural foramen narrowing. On (B)(6) 2010, the patient underwent a ECG which showed left atrial enlargement and nonspecific t wave abnormality. On (B)(6) 2010, the patient presented with the diagnosis of restless leg, md, crohn's disease, constipation, insomnia, and malnutrition. On (B)(6) 2010, the patient presented with diarrhea, back pain,and difficulties with moving. On (B)(6) 2010, in the encounter noted that the patient had recently been converted from a skilled patient to a custodial patient without skilled physical therapy intervention. The patient was angry about that change. The patient was reluctant to eat and had been complaining of abdominal distress, ie: diarrhea. At one point the patient verbalized that "life is not worth living". Assessment: situational depression and anxiety. On (B)(6) 2010, the patient presented with difficulty moving and back pain. On (B)(6) 2011, patient underwent a cervical spine MRI which showed mild multilevel neural foramen narrowing. On (B)(6) 2011, the patient presented with neck problems, shoulder pain, anxiety, md, trouble swallowing, shoulder discomfort, weakness in arms, back molar pain, constipation, murmur, and adjustment disorder. On (B)(6) 2011, the patient presented with stiffness and felt this inhibited their ability to rotate his pelvis and legs for transfers. The patient also felt deconditioned due to lack of exercise/therapy. The patient underwent thoracolumbar spine imaging which showed satisfactory coronal and sagittal alignment with instrumentation intact. On (B)(6) 2011, the patient underwent x-rays which showed hardware intact and unchanged from the previous x-ray. On (B)(6)2011, the patient underwent a cervical spine MRI which demonstrated mild multilevel neural foramen narrowing. Cervical spine alignment was normal. There was bilateral laminectomy from c3 through c6. There appeared to be facet screws bilaterally through these operative levels. The cervical spinal cord showed normal signal. The paraspinal soft tissue structures were within normal limits. On (B)(6) 2011, the patient was still in long term care. Encounter notes stated the patient had plateaudxxx in physical, occupational and medical management. The patient presented with weakness, insomnia, md, and restless leg syndrome. The patient was discharged from long term care. The patient would need in home care as they were unable to care for themselves. On (B)(6)2011, he patient presented with the diagnosis of: md, osteoporosis, crohn's cervical spinal stenosis, malnutrition, adjust ment disorder, neuromuscular diagnosis, restless leg, and cervicalgia. On (B)(6) 2011, the patient presented with a sore neck, insomnia, and weakness. The patient was unable to care for themselves. On (B)(6) 2011, the patient complained of blurred vision and a decrease in distant vision. On (B)(6) 2011, the patient presented with the complaint of decreased strength and rom in arms. The patient underwent thoracolumbar x-rays which showed posterior spinal fusion hardware through the upper cervical spine and from t4 through s1 into the iliac wings - unchanged. On (B)(6) 2011, the patient underwent a cervical MRI which demonstrated a small posterior spinal cord t2 hyper intensities at c5-6 and suggestive of gliosis; reasonably patent spinal canal; and multi-level anterior lumbar disc enhancement consistent with spondylitis. On (B)(6) 2011, the patient wanted an increase of temazepam for sleep. On (B)(6) 2013, the patient presented with incontinence, chronic neck pain, headaches, worsening weakness in both arms and worsening md. The patient felt the weakness was due to an (B)(6) 2009 car accident. The patient reported they precipitously got weaker in the arms after accident.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.